Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed due to complete heart block and it was subsequently reported that the patient had not taken certain prescribed medication around the time of the reported event. No further patient complications have been reported as a result of this event.